Event description:
It was reported that the device would not turn on with battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and found two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb surface. The observed failure has been identified to be the cause for a no battery operation.